Event description:
The dealer received unit back from repair, the unit is now low o2 and yellow light. The dealer stated the 4 way and pilot valves were just replaced. The dealer does not have an account with invacare, they will contact cardinal health for RMA. Please issue call tag as the unit just came back from repair. The unit has not gone back out to a patient.